Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, the catheter removal difficulties occurred. The 75% stenosed, non-calcified lesion was located in a moderately tortuous distal left circumflex artery. The lesion was pre-dilated with a 2.50 mm x 15 mm non-bsc balloon. The 3.00 mm x 16 mm promus element stent delivery system was advanced to the lesion and the stent was deployed at nominal pressure. The physician felt resistance between the stent delivery system and non-bsc guide wire during the withdrawal. The physician removed both the stent delivery system and the guidewire, as single unit, from the patient. Upon removal it was noted that the distal tip and the balloon of the stent delivery system appeared damaged. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).